Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that during the use of a smiths medical portex cuffed blue line ultra suctionaid tracheostomy tube, an air leak was found. Patient was put on a ventilator. No additional adverse patient effects